Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e mail that his blood glucose level was high and the pump did not have an alarm. Customer indicated that the blood glucose went down to normal after he went to the hospital. Customer also indicated that the displacement test passed. No further information was provided.